Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the describe event or problem section for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker showed a drop in the expected longevity from 7 to 4.5 years over 1 year period. The field representative provided the data for analysis. Engineering analysis determined the pacemaker was performing as expected and battery consumption was elevated due to a combination of the programmed parameters and the condition o the patient. Programming optimization options was recommended. The device remains in service. No adverse patient effects were reported.